Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and a newly opened balloon was used to complete the procedure. No patient complications were reported. It was further reported that the target lesion was located in the distal sfa/popliteal artery.

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and a newly opened balloon was used to complete the procedure. No patient complications were reported.